Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the report of the under infusion could not be confirmed or replicated, due to the suspect devices were not returned for this investigation. No suspect device was returned for this investigation; therebefore, external and internal inspection could not be performed. Laboratory testing could not be performed; the incident device was not received for this investigation. A review of the logs could not be performed. The "device", pcu or the system logs were not provided. Alaris system user manual (v 12.1), states within warnings and cautions while loading the administration set. Failure to follow this instruction can result in infusion rate inaccuracy. Do not touch the administration set while closing the door. Ensure tubing placement is over pressure sensors. Ensure the upper fitment is not elevated above the receptacle on the pump to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Root cause: the root cause of the reported under infusion was unable to be determined. The suspect devices were not returned for this investigation, and no additional event information was provided. Based on the review of the all-infusion detail report analysis, the infusion programmed was completed on schedule. The device was investigated and the reported issue was not confirmed. The device was found to be functional per design specifications. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there were three events where after an hour when a pump was programmed, hardly anything had infused. One example was a bag was hung at 1512, when the pharmacist was made aware at approximately 1610 and took photos. The bag was over half full still after running an hour. There was no patient harm.

Manufacturer narrative:
This semdr is automatically created upon completion of investigation. However, since there is no new information and it does not impact the already filed emdr, & semdr we need to cancel this auto created second semdr.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that medication was infused over two (2) hours instead of one (1) hour causing it an under infusion. There was no patient harm.